Event description:
The patient had two leads from the same lot. It was reported the patient's leads had low impedances. In turn, the ipg could not be changed to MRI mode. The patient was receiving effective stimulation. As a result, the scs system was explanted on (B)(6) 2017.